Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The blood glucose level was 523 mg/dl and 500 mg/dl. The current blood glucose level was 165 mg/dl. Customer treated with insulin pump for high blood glucose. Customer stated that the cannula was bent. Customer also stated that the there was crack on the screen. Troubleshooting was performed for high blood glucose. The product will return for the analysis.